Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 24 bd insyte¿ autoguard¿ IV catheter experienced catheter tip damage. The following information was provided by the initial reporter: "the customer would like to file a product complaint for the bd insyte autoguard 22ga x 1.00in ref number 381423 for 24ea lot# 2210224. They are split on the end and will not push off the end of the needle without problem. They are pulling 24ea off the shelves. The most recent order number was 1101165540. Please complete a return if necessary and process a replacement order."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10-mar-2023 h.6. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 24 sealed 22gx1.00in insyte autoguard devices from lot number 2210224. The gross visual inspection shows the 24 units have no noticeable physical damage. A pen and drag test was performed to test the needle and catheter penetration force. All units tested within specification. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that 24 bd insyte¿ autoguard¿ IV catheter experienced catheter tip damage. The following information was provided by the initial reporter: "the customer would like to file a product complaint for the bd insyte autoguard 22ga x 1.00in ref number (B)(4) for 24ea lot# 2210224. They are split on the end and will not push off the end of the needle without problem. They are pulling 24ea off the shelves. The most recent order number was (B)(4). Please complete a return if necessary and process a replacement order."